Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented due to ischemia and was referred for cardiac catheterization. The de novo target lesion was located in the left main coronary artery (lmca) with 80% stenosis and was 24mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of a 2.75x32mm promus element plus stent, with 5% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient died due to hypertensive cardiovascular disease. The patient died at home and the death was rather sudden. Per death summary the immediate cause of death was hypertensive vascular disease. No autopsy was performed. Site confirmed no other document is available regarding the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).